Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6) at (B)(6). The patient had a scheduled retrieval approximately 2 months later on or about (B)(6) 2015, but the filter was found to have tilted and the retrieval hook was embedded in the cava wall. ¿after multiple attempts to snare the hook of the filter, the filter was unable to be removed and the procedure was stopped.¿ the document alleges ¿significant injuries¿ including embedment of the filter however no other detail around injuries or treatment is given. Argon¿s attorneys are attempting to gather information.